Event description:
It was reported that during an esophagus resection, it was impossible to activate the minimum hand activation knob. The maximum button functioned well. The surgeon used the footswitch. No patient consequences were reported.

Manufacturer narrative:
.